Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of supraventricular tachycardia. No changes were made, and the s-ICD remains in service. No adverse patient effects were reported. Additional information from the field indicated approximately one year later; the patient received another inappropriate shock from their s-ICD. This inappropriate therapy was similar to the previous shock the patient had received. The s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of supraventricular tachycardia. No changes were made, and the s-ICD remains in service. No adverse patient effects were reported.